Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4).

Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, channel a of the device was programmed to deliver an unspecified concentration of fentanyl, at a rate of 2 ml/hr, and the delivery was started. No further programming parameters were provided. At approximately 1335, the device alarmed for air in line. The nurse backprimed the air from the tubing set, turned the control knob back to the run position, and the delivery was restarted. Reportedly, the nurse verified the device was delivering at the programmed rate of 2 ml/hr and went to lunch. After returning from lunch at approximately 1400, the nurse noted the patient's blood pressure (bp) had decreased from a baseline of 113-119/60's mmhg to 50/30 mmhg. At this time, the nurse noted the device displayed a rate of 200 ml/hr. The physician was notified and ordered the fentanyl delivery temporality discontinued. The device was removed from clinical service. The patient who was already receiving an unspecified concentration of vasopressin via a second device was treated with an unspecified concentration of norepinephrine and two unspecified doses of narcan. The customer contact reported the patient's blood pressure fluctuated until returning to the baseline bp at approximately 2000. At this time, the fentanyl therapy was resumed using a replacement device. Though requested, no additional information was provided.